Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance due to low blood glucose on april 21, 2018 with blood glucose of 38 to 49 mg/dl at the time of the incident. The customer was at 90 mg/dl at the time of the call. The customer was given food and glucose tablets to treat. The customer experienced symptoms such as loss of consciousness. The customer was not wearing the insulin pump during the incident, within less than 48 hours. The caller believes the pump over delivered insulin. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operating currents within spec. Unit passed self test, unexpected restart eerror test, displacement test and basic occlusion test. Unable to prime unit during prime test due to faulty fsr (gold). Unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly.